Manufacturer narrative:
Permobil received report that as the end-user was attempting to perform a transfer from his device, the end-user had lost their balance and fell to the floor where they were suffered several fractured ribs. Inquiries made directly to the end-user indicate this event to have been "user error" in that they misjudged their positioning and lost balance. End-user reported the device did not in any way malfunction or deviate in any way to have attributed to the event. The device was inspected by permobil area representative and confirmed the device to be fully operational with no issues being noted. The DHR was reviewed and device met specification prior to distribution.

Event description:
Received report claiming as end-user was attempting to perform a transfer, they had lost their balance and fell to the floor. Report claims end-user was taken to the local hospital where they were diagnosed as suffering several broken ribs.